Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery was stuck in her monitor. The patient reported that she damaged the battery in an attempt to remove the battery. The patient was issued a replacement monitor and battery. Upon service investigation a reportable problem for the battery was discovered on (B)(4) 2011.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (battery stuck in monitor) has been confirmed. Upon evaluation, the battery connector (j1) on the defibrillator board was found to be damaged, making it difficult to remove the battery. The root cause of the damaged battery connector cannot be positively determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the damaged battery connector. The patient received a replacement monitor. Device evaluation of battery pack (B)(4) has been completed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have defective cells reading 3.442v, 3.240v and 0.754v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery pack. Device manufacture date: wcd 3100 monitor (B)(4): 10/2008. Wcd 3000 battery pack (B)(4): 02/2008. (B)(4).